Event description:
The customer requested a repair of a intellivue multi-measurement module x3 with a loudspeaker malfunction. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer requested a repair of a intellivue multi-measurement module x3 with a "loudspeaker malfunction". The device was reported to be in use on a patient, but no adverse event to patient or user was reported.